Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039801) on 15-jan-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: lot number: 626404; production date: jan-2008; expiration date: dec-2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which 1 case refers also to similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('15 weeks my baby dies / lost her baby... No more heartbeat'), abdominal pain ('cramps are debilitating'), rheumatoid arthritis ('rheumatoid arthritis') and ankylosing spondylitis ('ankylosing spondylitis') in a 24-year-old female patient who had essure (batch no. 626404) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion disability) with arthralgia, ankylosing spondylitis (seriousness criterion disability), abdominal pain lower ("horrible cramping"), menorrhagia ("heavy periods"), hypomenorrhoea ("I had period the first couple months it was light and only lasted 2 or 3 days"), headache ("severe headaches"), migraine ("migraines"), premenstrual dysphoric disorder ("pmdd"), hypertension ("high blood pressure"), tooth abscess ("abscessed teeth"), tooth fracture ("teeth started breaking"), abdominal distension ("stomach started swelling"), fluid retention ("water retention"), depression ("depression"), urticaria ("severe hives all over my body"), fatigue ("fatigue"), hyposmia ("sensitive to smell") and pollakiuria ("still having to pee a lot"), was found to have a pregnancy with contraceptive device ("pregnancy / I'm 13 weeks pregnant") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). At the time of the report, the abortion spontaneous, abdominal pain, rheumatoid arthritis, ankylosing spondylitis, pregnancy with contraceptive device, abdominal pain lower, menorrhagia, hypomenorrhoea, headache, migraine, premenstrual dysphoric disorder, hypertension, tooth abscess, tooth fracture, abdominal distension, weight increased, fluid retention, depression, urticaria, fatigue and hyposmia outcome was unknown and the pollakiuria had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, ankylosing spondylitis, depression, fatigue, fluid retention, headache, hypertension, hypomenorrhoea, hyposmia, menorrhagia, migraine, pollakiuria, pregnancy with contraceptive device, premenstrual dysphoric disorder, rheumatoid arthritis, tooth abscess, tooth fracture, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: positive. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device, device ineffective, fatigue, hyposmia, pollakiuria, abdominal pain lower, hypomenorrhoea". Concerning the injuries reported in this case, the following one was added from social media: abortion spontaneous. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- case upgraded from non-serious incident to serious incident. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039801) on 15-jan-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps are debilitating'), abortion spontaneous ('15 weeks my baby dies / lost her baby... No more heartbeat'), rheumatoid arthritis ('rheumatoid arthritis') and ankylosing spondylitis ('ankylosing spondylitis') in a 24-year-old female patient who had essure (batch no. 626404) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, with denture". Concomitant products included topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion disability) with arthralgia, ankylosing spondylitis (seriousness criterion disability), abdominal pain lower ("horrible cramping"), menorrhagia ("heavy periods"), hypomenorrhoea ("I had period the first couple months it was light and only lasted 2 or 3 days"), headache ("severe headaches"), migraine ("migraines"), premenstrual dysphoric disorder ("pmdd"), hypertension ("high blood pressure"), tooth abscess ("absessed teeth"), tooth fracture ("teeth started breaking"), abdominal distension ("stomach started swelling"), fluid retention ("water rentention"), depression ("depression"), urticaria ("severe hives all over my body"), fatigue ("fatigue"), hyposmia ("sensitive to smell"), pollakiuria ("still having to pee a lot") and paraesthesia ("feet tingle"), was found to have a pregnancy with contraceptive device ("pregnancy / I'm 13 weeks pregnant") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abortion spontaneous, rheumatoid arthritis, ankylosing spondylitis, pregnancy with contraceptive device, abdominal pain lower, menorrhagia, hypomenorrhoea, headache, migraine, premenstrual dysphoric disorder, hypertension, tooth abscess, tooth fracture, abdominal distension, weight increased, fluid retention, depression, urticaria, fatigue, hyposmia and paraesthesia outcome was unknown and the pollakiuria had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, ankylosing spondylitis, depression, fatigue, fluid retention, headache, hypertension, hypomenorrhoea, hyposmia, menorrhagia, migraine, paraesthesia, pollakiuria, pregnancy with contraceptive device, premenstrual dysphoric disorder, rheumatoid arthritis, tooth abscess, tooth fracture, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: positive. Quality-safety evaluation of ptc: final assessment: lot number: 626404; production date: jan-2008; expiration date: dec-2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which 1 case refers also to similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media documents revived, new reporter and event feet tingle added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps are debilitating'), abortion spontaneous ('15 weeks my baby dies / lost her baby... No more heartbeat'), rheumatoid arthritis ('rheumatoid arthritis') and ankylosing spondylitis ('ankylosing spondylitis') in a 24-year-old female patient who had essure (batch no. 626404) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, with denture". Concomitant products included topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion disability) with arthralgia, ankylosing spondylitis (seriousness criterion disability), abdominal pain lower ("horrible cramping"), menorrhagia ("heavy periods"), hypomenorrhoea ("I had period the first couple months it was light and only lasted 2 or 3 days"), headache ("severe headaches"), migraine ("migraines"), premenstrual dysphoric disorder ("pmdd"), hypertension ("high blood pressure"), tooth abscess ("absessed teeth"), tooth fracture ("teeth started breaking"), abdominal distension ("stomach started swelling"), fluid retention ("water rentention"), depression ("depression"), urticaria ("severe hives all over my body"), fatigue ("fatigue"), hyposmia ("sensitive to smell"), pollakiuria ("still having to pee a lot") and paraesthesia ("feet tingle"), was found to have a pregnancy with contraceptive device ("pregnancy / I'm 13 weeks pregnant") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, abortion spontaneous, rheumatoid arthritis, ankylosing spondylitis, pregnancy with contraceptive device, abdominal pain lower, menorrhagia, hypomenorrhoea, headache, migraine, premenstrual dysphoric disorder, hypertension, tooth abscess, tooth fracture, abdominal distension, weight increased, fluid retention, depression, urticaria, fatigue, hyposmia and paraesthesia outcome was unknown and the pollakiuria had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, ankylosing spondylitis, depression, fatigue, fluid retention, headache, hypertension, hypomenorrhoea, hyposmia, menorrhagia, migraine, paraesthesia, pollakiuria, pregnancy with contraceptive device, premenstrual dysphoric disorder, rheumatoid arthritis, tooth abscess, tooth fracture, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: positive. Lot number:626404. Manufacturing date: 2008-01. Expiration date:2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039801) on 15-jan-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('15 weeks my baby dies / lost her baby... No more heartbeat'), rheumatoid arthritis ('rheumatoid arthritis'), pregnancy with contraceptive device ('pregnancy / I'm 13 weeks pregnant') and ankylosing spondylitis ('ankylosing spondylitis') in a female patient who had essure (batch no. 626404) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion disability) with arthralgia, ankylosing spondylitis (seriousness criterion disability), abdominal pain lower ("horrible cramping"), abdominal pain ("cramps are debilitating"), menorrhagia ("heavy periods"), hypomenorrhoea ("I had period the first couple months it was light and only lasted 2 or 3 days"), headache ("severe headaches"), migraine ("migraines"), premenstrual dysphoric disorder ("pmdd"), hypertension ("high blood pressure"), tooth abscess ("abscessed teeth"), tooth fracture ("teeth started breaking"), abdominal distension ("stomach started swelling"), fluid retention ("water retention"), depression ("depression"), urticaria ("severe hives all over my body"), fatigue ("fatigue"), hyposmia ("sensitive to smell") and pollakiuria ("still having to pee a lot"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("gained weight"). At the time of the report, the abortion spontaneous, rheumatoid arthritis, pregnancy with contraceptive device, ankylosing spondylitis, abdominal pain lower, abdominal pain, menorrhagia, hypomenorrhoea, headache, migraine, premenstrual dysphoric disorder, hypertension, tooth abscess, tooth fracture, abdominal distension, weight increased, fluid retention, depression, urticaria, fatigue and hyposmia outcome was unknown and the pollakiuria had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, ankylosing spondylitis, depression, fatigue, fluid retention, headache, hypertension, hypomenorrhoea, hyposmia, menorrhagia, migraine, pollakiuria, pregnancy with contraceptive device, premenstrual dysphoric disorder, rheumatoid arthritis, tooth abscess, tooth fracture, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: positive. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device, device ineffective, fatigue, hyposmia, pollakiuria, abdominal pain lower, hypomenorrhoea". Concerning the injuries reported in this case, the following one was added from social media: abortion spontaneous. Quality-safety evaluation of ptc: final assessment: lot number: 626404; production date: jan-2008; expiration date: dec-2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, of which 1 case refers also to similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Case became incident. 15 weeks my baby dies / event lost her baby, no more heartbeat was added. Event outcome was updated from not reported to spontaneous abortion. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.